Manufacturer narrative:
(B)(4). The philips authorized distributor confirmed the battery worked for less than 10 minutes. The customer received a quote for a replacement battery. This is a malfunction of the battery where the battery did not give an adequate low battery warning. This was confirmed by a philips authorized support distributor. This device remains at the customer site.

Event description:
The customer reported that the heartstart xl was showing "no battery backup". There was no reported patient involvement.